Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The user stated the insulin flow blocked alarm occurred while the customer was delivering an insulin bolus. Blood glucose level at the time of the incident was 312 mg/dl and it is unknown how the customer treated the high blood glucose. Troubleshooting was not completed for the insulin flow blocked alarm. The pump will not be returned for analysis.